Event description:
It was reported that following the implantation of a retroarc, the patient experienced granulation tissue of the vaginal cuff. The patient had experienced vaginal bleeding because of the granulation tissue. The patient was prescribed conjugated estrogens (premarin) 0.625 mg on (B)(6) 2015. The patient also had silver nitrate applied on (B)(6) 2015. The event was considered recovering/resolving (adverse event is improving). If additional information is received, a follow up report will be sent.